Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence with multiple cartridges. The cartridge was changed multiple times to resolve the issue. Customer¿s blood glucose level was 103 mg/dl.